Manufacturer narrative:
On (B)(6) 2020 immucor reviewed the donor records for this lot of panocell 20. Donor (B)(6) is listed as cell 20 on the master list for panocell 20 lot number 38456 (expiry november 27, 2020). In the special antigen column, this donor is documented as v+, vs+. On the back of the mater list, the supplemental unconfirmed typings documents this donor was v+, vs+ and discloses that this donor has been dna typed. In immucor's blood donor management system, it is documented that this is the first donation for donor (B)(6). This donor is documented as having been dna analyzed by hea beadchip. The donor has been genetically confirmed as v+, vs+. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2020 a customer reported two patient samples unexpectedly not reacting to anti-v on panocell 20.